Event description:
Staff used the red hose thinking "red is hot" versus it was the disinfectant hose. Used it on pt. Universal colors for hot and cold are red and blue. This was a factor in the misuse of the product. The red hose is connected to disinfection function and blue hose is connected to the pt shower function.